Event description:
The customer reported a leak from the cap piercer on their unicel dxc 600 pro synchron system. The customer stated the leak was contained within the instrument and described the volume of the fluid as a "few drops". The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found pieces of sample tube rubber caps obstruction the cap piercer waste drain valve/fittings. The fse removed the obstructions and replaced the waste drain valve/fittings to resolve the issue, no further leaking was observed. (B)(4).